Manufacturer narrative:
There is no known patient involvement. The heater-cooler (B)(4) is not distributed in the USA, but it is similar to heater-cooler (B)(4), which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova is currently attempting to retrieve information from the customer to determine whether the maintenance of the device is performed according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be re-contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
During follow-up communication, the customer reported to that the disinfection procedure was carried out before first use. Lab test reports showing confirmed mycobacterium chimaera contamination were requested, but have not been provided at this time. Corrective actions are in progress for this type of issue.